Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). The excor blood pump, s/n (B)(4) was used from (B)(6) 2015 to (B)(6) 2016 (141 days). We have reviewed the production records of the excor blood pump s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. During initial analysis, an air cushion between two layers of the triple layers was observed. The pump was disassembled for evaluation and a leak was located in the air-side layer of the membrane on the rolling radius at the stabilization ring. Additionally, abrasion was detected between two of the membrane layers and graphite particles were observed in the membrane interstices. The graphite particles that formed due to the abrasion between the membrane layers most likely caused increased friction at certain points which finally led to the defect in the air-side layer of the membrane. The cause of the failure was most likely the diminished graphite coating which may have resulted in abrasion of the membrane over time. When this defect occurs, air can get between the membrane layers and form an air cushion, which reduced the pump performance. The manufacturer has implemented some changes in the production process to mitigate membrane layer defects.

Event description:
The site informed the manufacturer, berlin heart (B)(4), that a reduced cardiac output was noted for a berlin heart lvad patient. The hospital, therefore, decided to exchange the excor blood pump with the suspected defective membrane. The excor blood pump was exchanged in the clinic by trained personnel. The exchange of excor blood pump was uneventful. The site reported that the patient was not negatively affected by the incident and is doing well.